Event description:
It was reported fourteen times that while using a bd micro-fine¿ pro pen needles 32g x 4mm (70 count), the needle was clogged. The following information was provided by the initial reporter: a patient brought about 10 pen needles to our hospital, stating that these were defective. The receipt of the actual sample has revealed that the user¿s complaint was needle clog (the drug solution did not come out).

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported fourteen times that while using a bd micro-fine¿ pro pen needles 32g x 4mm (70 count), the needle was clogged. The following information was provided by the initial reporter: a patient brought about 10 pen needles to our hospital, stating that these were defective. The receipt of the actual sample has revealed that the user¿s complaint was needle clog (the drug solution did not come out).

Manufacturer narrative:
H6: investigation summary fourteen open 32g x 4mm pen needle samples and three photos were returned from an unknown lot. No., cat. No.320559. A clog test was carried out on all fourteen samples as per q-sop-183-dl and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned samples therefore no root cause can be identified.